Manufacturer narrative:
Analysis of the lead found no significant anomaly. The lead body outer insulation was melted which was consistent with electrocautery use in the proximity of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #:(B)(4), ubd: 03-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient had one of the leads explanted due to out of range impedance measurements but ultimately inadequate pain relief. The patient claimed that they never received effective therapy since the initial implant. The patient seemed unable to differentiate between not getting pain relief, the ¿buzzing,¿ and ¿unwanted stimulation.¿ so it was difficult to determine when the unwanted stimulation/impedance issue first began. The patient had both leads repositioned. During interoperative mapping the patient claimed to get full pain area coverage. Final impedance measurement revealed 2 x short circuits likely related to the electrodes touching in the cervical space. Prior to the revision on (B)(6) 2019 the patient claimed they had never received pain relief since initial implant in (B)(6) 2018 and seemed to communicate that the stimulation was uncomfortable. After interrogating and programming to map for paresthesia during two follow up visits they determined that the patient was highly sensitive to very low intensity values and was never receiving adequate coverage and/or pain relief. The programming visits were on (B)(6) 2019. They tried programming around circuits directed to ¿avoid¿ by the programmer but any combination was either too strong or uncomfortable stimulation for the patient or did not provide pain relief. They tried additional hd settings. The positional nature of spinal cord stimulator (scs) compounded by the sensitivity seemed to make the scs therapy intolerable for the patient. During a follow up visit the patient mentioned some post-operative balance issues attributable to pain medications. The issue seemed to have been resolved. The patient had been programmed to a very low setting less than 0.5ma to avoid unwanted stimulation. The patient would have a variety of programming efforts evaluated in the coming months and year to hopefully achieve adequate pain relief.